Manufacturer narrative:
Corrected data: h3 - previous product evaluation report should be corrected to: h3 lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. H10 - claim#: (B)(4) should be removed as it was the wrong product evaluation report submitted, and claim number referenced. H10 - previous product evaluation report was intended for claim# (B)(4), see MFR# 2023826-2020-01844. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). This product is not marketed in the us

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.50/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.